Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
Related manufacturer reference number: 2017865-2020-19448. It was reported that the patient presented for remote follow up via merlin.net with the pulse generator exhibiting an alert for the elective replacement indicator. During subsequent follow up it was determined that the right ventricular lead was fractured, possibly contributing to premature battery depletion of the pulse generator. The lead was capped on (B)(6) 2020, and the device was explanted and replaced. The patient was discharged in stable condition.